Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The original sample was not available for further testing and the customer only called for documentation purposes. A new sample from the patient and a different tube of the original sample both resulted as expected when tested on the same instrument. The cause of the discordant, (B)(6) conf result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false reactive (B)(6) surface antigen confirmatory ((B)(6) conf) result was obtained on one patient sample on an advia centaur xp instrument. Before being tested with the hbsagii conf assay, the sample had been tested for (B)(6) on the same instrument, resulting as reactive upon initial and repeat testing. The discordant results were not reported to the physician(s). The sample was repeated from another tube on the same instrument, resulting as non-reactive. A new sample was obtained from the patient and was tested twice on the same instrument, also resulting as non-reactive both times. It is unknown if the non-reactive results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) conf result.